Manufacturer narrative:
It was confirmed that no lot number or product evaluation sample is available therefore, a detailed investigation or batch review cannot be conducted. This evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported a fecal management system (fms) was placed in the pt in (B)(6) 2014 for an unk reason. At the time of insertion, the pt was in the intensive care unit (ICU). Details regarding the pt's diagnosis, condition or reason for ICU admission were not provided. The pt developed rectal bleeding which was described as "hemorrhaging" post-insertion. Upon removal, a total of 170 milliliters of water was removed from the fms retention balloon. The pt later expired. A cause of death was not provided; however, the nurse manager at the user facility indicated the death was not related to the device.

Manufacturer narrative:
Based on the available info, this event is deemed to be a death. There is no allegation from a health care professional that the death was device related. No further info was available at the time of the report. The initial reporter was unable to determine the model (icc code) for the device involved. Additional pt and event details have been requested. Should additional info become available, a follow-up report will be submitted. (B)(4).